Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified distal right coronary artery that is 75% stenosed. The 2.5x15mm trek balloon dilatation catheter (bdc) ruptured at 8 atmospheres during the first inflation. Two non-abbott balloon, non-abbott guide wire was used to to successfully complete the procedure. No additional information was provided.